Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was returned. Pa indicated that per, 005635 testing leads, adapters, and accessories, leads returned with a linked pi that contain a p611 or p613 as one of the observation codes do not require testing or analysis unless there is an accompanying axxx observation code.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high threshold measurement and low amplitude. Additional information indicated that the suspected cause for high threshold and low amplitude was micro dislodgement however, it did not looked like it had moved during lead revision. The rv lead was explanted. No additional adverse patient effects were reported.